Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 525 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. No additional assistance from a 3rd party was required. Customer changed cartridge and infusion set to address the issue. Ultimately, the customer reverted to a back up pump for insulin therapy.